Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant procedure due to infection. The patient was treated with vancomycin used with an antibiotic spacer.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant procedure due to infection. The patient was treated with vancomycin used with an antibiotic spacer.

Manufacturer narrative:
The reported event could be confirmed based on the provided images of CT scans. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿infection can be confirmed. It is likely patient related as the implantation took place 1.5 years before this-however, with the given information this cannot be said with 100% confidence.¿ the root cause could not be conclusively determined although it is most likely patient related. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.